Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the power cord had been pulled out of the chassis of the system. The power cord connection was repaired. The system operates as intended.